Event description:
It was reported that caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided information for a complete pump reset and guided the caller through the process, after which the cgm error did not reappear, and the caller successfully started their sensor session.